Event description:
The st. Jude medical rep reported that there were fib detections stored for noise, each leading to an aborted therapy. The rep stated that there was no large number in impedance and that the noise could not be reproduced. Technical services discussed taking a chest x-ray for a lead fracture. It was later reported that in 2006 when a revision was performed it was noted that a setscrew was not fully engaged. The issue was resolved by tightening the setscrew. The ICD and lead remains implanted.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.